Event description:
It was reported the patient¿s incision get infected and the system had to be replaced. There were no product issues alleged. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).